Event description:
It was reported a patient alert was triggered due to right ventricular (rv) lead pacing impedance greater than 3000 ohms. It was further reported there was right atrial (ra) lead intermittent atrial undersensing. The ra lead is currently programmed to the most sensitive. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.